Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable event in b5, the following non-reportable findings were as follows: the connecting tube had a scratch, objective lens had a scratch, control unit had a scratch, due to wear of angle wire bending angle direction did not meet the standard value, due to wear of angle wire the play of right/left knob was out of the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, the suction-cylinder had a scratch, the distal end had a burn, the switch 3 had a cut, the switch 1 had a cut, the universal cord had a scratch, the adhesive on bending section-rubber was detached, the acoustic lens had a scratch, because suction-cylinder was shaved, the suction volume did not meet the standard value, and due to a cut on switch 1 water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, a scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the forceps elevator. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the IFU sections: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.